Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing high blood glucose level. Blood glucose level at the time of the incident was 400 mg/dl. Customer stated insulin pump had blank display. Customer stated display returned after insulin pump restart. Customer stated the display was not blank less than 30 seconds. Customer stated insert battery did not display on screen. Customer was not using auto mode. Customer did not feel ok to do troubleshooting for high blood glucose level. The insulin pump will not be returned for analysis.